Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing below the drip chamber of a solution administration set was damaged. This was observed during priming with propofol. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the tubing of the device was sealed. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The device was sealed by the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.